Event description:
It was reported that the procedure was performed to treat a heavily calcified, non-tortuous left subclavian. The hi-torque command es guidewire failed to cross due to the anatomy. Resistance was felt during removal, then the tip separated. Outside of the anatomy it was confirmed that the core and coil were intact, but the polymer coating had separated. The separated polymer coating was embedded in the vessel. A new unspecified guidewire was attempted but also failed to cross. The case was then aborted. There was no adverse patient sequela reported and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the wire used was a hi-torque command 18st. Device analysis noted that the core and coil were also separated. The separated core, coil, and polymer coating were all embedded in the same location. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separations were confirmed. The reported failure to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the lot number was not reported and the product was not returned for analysis. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to remove and tip/polymer separation appear to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement the guide wire encountered resistance with the challenging anatomical conditions resulting in the failure to advance and likely causing damage to the polymer coating which caused the difficulty to remove during retraction. Manipulation against resistance ultimately resulted in the tip separation while in the anatomy and the stretched coils. Additionally, the treatment appears to be related to the operational context of the procedure as the separated polymer coating was embedded in the vessel. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, non-tortuous left subclavian. The hi-torque command es guidewire failed to cross due to the anatomy. Resistance was felt during removal, then the tip separated. Outside of the anatomy it was confirmed that the core and coil were intact, but the polymer coating had separated. The separated polymer coating was embedded in the vessel. A new unspecified guidewire was attempted but also failed to cross. The case was then aborted. There was no adverse patient sequela reported and no clinically significant delay in the procedure. No additional information was provided.